Event description:
It was reported that (2) mcl20 were used during a colon resection procedure. It was reported by the rep that two clip appliers misfired and did not close. At times two clips came out at once. Opened third device to complete the case. There was no consequence to the pt.